Manufacturer narrative:
Product event summary: analysis was unable to confirm telemetry lights flashed on and off or that the programmer turns off. The common mode/wrist electrode functional tests were found out of specification. Analysis found a loose ECG (electrocardiogram) connector on a printed circuit board assembly. Analysis also confirmed the system fan was intermittently noisy. The keyboard connector was found damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that telemetry lights flash on and off, even with no device under the programmer rf (radio-frequency) head. The physician also reported the programmer turned off or lost telemetry during normal use, but the issue could not be reproduced. It was also noted the fan was noisy. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.